Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7427v-np, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and post lumbar laminectomy syndrome. The patient reported that he had an infection at the ins site. He stated that the ins site felt hot. The patient was given oral antibiotics and the ins was removed and replaced several months later once the infection was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.